Event description:
It was reported that low pacing impedance and noise resulting in oversensing was observed on the right ventricular (rv) lead during a remote follow-up. Lead insulation damage was suspected to be the cause of the event. The noise was unable to be reproduced during lead provocation testing. No additional intervention will be performed to resolve the event. The patient was in stable condition and will continue to be monitored.